Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient phoned to request metal composition percentages of zero-p cervical implants. Patient is scheduled for revision surgery on unknown date due to allergic reaction (in bone) and wishes to avoid potential metal allergens in the future. Potential patient allergy to the implants has not been confirmed. This report is 2 of 2 for complaint (B)(4).